Event description:
The customer reported that on (B)(6) 2026, a 2.4 blade was used during a surgical procedure and was observed to have a burr near the tip upon initial use. As a result, the wound created by the blade was jagged, not even, and did not seal properly. Due to the inability of the incision to close as intended, the physician was required to place a 10-0 nylon suture to achieve wound closure. This represents an unplanned additional medical intervention beyond the intended use of the device. No unusual resistance or dragging during incision was reported, and no further description of the burr was available. The patient was involved during the procedure, and the event resulted in a disruption of normal surgical workflow, requiring corrective action (suturing) to achieve closure. The only reported complication was the need for suture placement, which will require routine follow-up for removal. No additional ongoing treatment beyond standard post-suture care is anticipated. Information regarding lasting patient harm, complications, or current patient status/outcome was not provided. The customer indicated that post-operative follow-up is not conducted at their facility and no further complications have been communicated. The blade was not available for return; however, the lot number was identified by the customer. Based on the available information, the presence of a burr on the blade indicates a device malfunction, as the product did not perform as intended and resulted in an surgical intervention (abnormal incision on first pass). The need for suturing represents a clinically significant medical intervention, as it reflects failure of the device to achieve intended tissue handling and wound closure without additional treatment. Although no permanent harm has been reported, the malfunction resulted in an unintended surgical intervention. Therefore, this case meets the criteria for medical device reporting as a malfunction that led to medical intervention (suturing) and could potentially lead to more serious outcomes upon recurrence.